Event description:
It was reported that a control reservoir (part # fv047t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the control reservoir was believed to be blocked. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years. Height: 125 centimeters (cm). Weight: 28 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: deposits in the control reservoir. Permeability test: a permeability test has indicated that the control reservoir is not permeable. Internal inspection: after dismantling the valve spout, deposits were found in the valve spout. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation, we confirm the presence of occlusion in the control reservoir at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The reservoir met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.